Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unspecified date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2013-02890.

Manufacturer narrative:
Further attempts were made to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. The related MFR report numbers are 1225714-2013-02890 and 1225714-2013-02891.

Event description:
Additional information received noted that the patient experienced a sudden cardiac event, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.